Manufacturer narrative:
Additional information: it was reported by the site that the wound dehiscence first was noticed on (B)(6) 2015, this occurred while patient was still hospitalized, recovering from the initial pump implant. Patient was stated as being asymptomatic with moderate to large amount of drainage. On (B)(6) 2015 the wound was opened and cleaned and the wound was measured and stated to be 6cm by 2cm and not quite 1cm in depth, a wound vac was then placed. On (B)(6) 2015 it was reported that the wound was healing well and the vac dressing was removed. It was stated that the patient tolerated well and is recovering. No additional information provided. Investigation is ongoing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was returned for evaluation under a separate complaint. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause for the wound dehiscence could not be determined, poor wound healing, clinical status, and comorbidities, are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including wound complications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient had a sternal wound and a wound vac was initially placed. It was said that the patient is now healed. No additional information provided. Investigation is ongoing.